Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit screen blacked out. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the screen blacked out with buzzing due to a defective printed circuit board. The thread of the k connector unit was worn, resulting in an unsmooth connection with the high-pressure tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.